Manufacturer narrative:
The initial reporter is getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 30th august, 2022 getinge became aware of an issue with one of surgical lights ¿ volista standop. It was determine that the issue from the complaint is not safety and risk related. Then on 23rd september 2022 further information was provided by getinge technician following the visit as the customer site and device evaluation, the label was missing on device. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2017-03-28. Corrected h4 manufacture date: 2017-03-29. On 30th august, 2022 getinge became aware of an issue with one of surgical lights ¿ volista standop. It was determine that the issue from the complaint is not safety and risk related. Then on 23rd september 2022 further information was provided by getinge technician following the visit at the customer site. Based on device evaluation, it was detected the label was missing on the device. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since a missing label on a device can be considered as the device not being to specification and contributing to the reported situation. It is unknown if the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices to the install base of volista range, we can conclude the failure ratio is very low. A root cause analysis was performed by subject matter experts at manufacturing site. As they stated, the investigation report ir 2019 5249, including the cause and effect diagram, concluded that the detachment of the product label was due to the texture of the painted surface. In order to improve the bonding of the volista 400 product labels, the design change request 190935, asked to apply the same bonding process of the volista 600, adding a transparent protective sticker, glued by loctite 454, on the painted surface. This measure was applied in production on october 28th 2019. The identification sticker gluing kit ard368859555, containing 25 label holders ard568801121 and a loctite 454 gel tube is available to fix the cases of detached labels. To prevent any safety issue the instruction for use IFU 01781 mentions to check the lightheads for chipped paint, impact marks and any other damage during daily inspection (IFU 01781 en 16 page 38). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time apart from the ones already implemented.